Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 150680005/lot 9438712 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 150680005/lot 9438712 combination.

Event description:
It was reported that the patient has experienced tibial subsidence and loosening requiring revision of all attune implants to attune revision in a single stage revision procedure. The cement that was used was cmw2, 2 separate mixes for tibia then femur. All implants removed; multiple tissue samples taken. Patient then reprepped and draped and definitive revision procedure carried out.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.